Event description:
Rptr c/o chronic fatigue, pain, recurring flu-like symptoms with aches. Nausea, dizziness etc. Arthritis in finger joints, knees, feet, neck and back. Tmj, headaches, loss of memory and concentration, loss of the ability to make decisions and follow thru with any task, blood and liver abnormalities, swelling of feet and legs, ringing in ears, problems w/vision.